Event description:
It was reported that a catheter issue occurred. The target lesion was located in the left main coronary artery. A 3.50 x 48 mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the shaft of the device broke off, and the balloon became entrapped in the left main artery. The device was removed and the procedure completed using an alternate method, and there were no patient complications. Additional information has been requested but not yet received.